Manufacturer narrative:
An event regarding limb length discrepancy involving a ceramic head was reported. The event was not confirmed. A visual, functional and dimensional inspection could not be performed as the device was not returned due to hospital policy. Insufficient medical record information was received for review with a clinician consultant. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was received. Further information is needed.

Event description:
It was reported that the patient had a hip surgery today and the leg length was too long. Surgeon re-opened patient, removed the head and changed out with other head.

Event description:
It was reported that the patient had a hip surgery today and the leg length was too long. Surgeon re-opened patient, removed the head and changed out with other head.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.